Event description:
A pt's meter was reading inaccurately low. Medical affairs specialist was unable to get hold of the pt to obtain more info. Per customer care specialist, the pt had "flu symptoms". They got readings of 71mg/dl, 250mg/dl and 115mg/dl on their meter (unknown time frame between the results). They were taken to the emergency room and between 21-30 minutes after their last meter reading, their blood glucose at the e.r. Was 750mg/dl. It is also unknown as to what treatment they were given at the e.r. The pt did not have any control solution to test the meter and test strips. The meter and test strips were replaced for their satisfaction. A letter was sent to them to try and contact them to obtain more info.